Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having touch screen issues on the "1,2,3" screen. Reportedly, the screen would black out and become unresponsive. The customer's blood glucose level was 176 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.